Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarms with external flow sensor failed. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. Pa141023 (sensorfailmode), pa132002 (pawtubing). The device log files do not show any technical failures nor technical events (tf/te), however the ventilator device sporadically failed multiple times on "flow sensor calibration" and "tightness test" during preoperational checks before this event occurred. There is patient involvement reported. The event occurred during ventilation but was not further explained for clarification. There is need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as ventilator device alarms with external flow sensor failed. · this occurrence was noticed during patient ventilation. · various alarms were observable both visually and through hearing. Pa141023 (sensorfailmode), pa132002 (pawtubing). · the device log files do not show any technical failures nor technical events (tf/te), however the ventilator device sporadically failed multiple times on "flow sensor calibration" and "tightness test" during preoperational checks before this event occurred. · there is patient involvement reported. The event occurred during ventilation but was not further explained for clarification. · there is need for medical intervention reported. The ventilator device was exchanged. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It is reported that the ventilator generated a high-priority alarm indicating "external flow sensor failed." The patient was placed under an alternative ventilator. However, there was conflicting information regarding patient involvement. No harm to the patient was reported. Functional testing and pre-op checks were performed by biomed with no issues found. The device was returned to service after these checks.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarms with external flow sensor failed. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. Pa141023 (sensorfailmode), pa132002 (pawtubing). The device log files do not show any technical failures nor technical events (tf/te), however the ventilator device sporadically failed multiple times on "flow sensor calibration" and "tightness test" during preoperational checks before this event occurred. There is patient involvement reported. The event occurred during ventilation but was not further explained for clarification. There is need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.